Event description:
We received a report from the hospital, regarding the rt040m face mask. Apparently, during a transport of an older female ICU patient, the clinical coordinator noticed that the glider was popping out of the three attachment points. He, at first, concluded that the moving of the patient from the bed to the qurney then onto another bed in the radiology department was the reason for the detachment. However, during the radiology procedure on the sedated patient, the mask glider allegedly continued to pop-off. The patient was reportedly not moving and no one was touching her. No patient injury was reported.

Manufacturer narrative:
The device is expected to be returned to fisher & paykel healthcare investigation still underway, no results to date. No conclusion can be made at this time.